Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7123070.

Event description:
It was reported that the patient had trial procedure and experienced severe migraine pain when stimulation was on and impedance irregularities were noted. The physician noted a cerebrospinal fluid. No medical intervention was provided, and patient was doing well postoperatively.